Event description:
There was difficulty with the stapler, specifically a problem firing during an attempt to staple off the vessel. Manufacturer response for ethicon stapler, (brand not provided) (per site reporter): they are coming to pick up the device.